Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in canada. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the philips one power toothbrush exploded while charging. No injury was reported. Minor property damage was reported.